Event description:
(B)(4) - it was reported by the consumer that the 98071 transfer bench leg collapsed during use, and allegedly caused unspecified injury to the user. No medical attention was sought, and no further information was provided. Should we receive additional information, this file will be revised, and a supplemental report submitted.